Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 5/31/20222, it was reported by a sales representative via phone that an ar-2324pct peek swivelock sutures pulled apart and out of the anchor when surgeon was tensioning. The surgeon removed the anchor and all the sutures and used another ar-2324pct peek swivelock to complete the case. This was discovered during an rcr on (B)(6) 2022